Manufacturer narrative:
Evaluation performed on retain sample. Description of complaint: balloon ruptured four times with product. Batch paperwork: batch and complaint records indicated no such problem with this order. Retain sample: the retain sample tracheal and bronchial cuffs were inflated and immersed in alcohol and water- no leakage was detected. Cause: unfortunately since no sample was returned a comprehensive evaluation cannot take place into the cause of the complaint. Summary of analysis: quality: the complaint unit did not cause injury to the pt. Non-confirmed: the reported problem was not detected as no unit was returned. Non-justified: there is no evidence to suggest that the reported problem occurred in house. Corrective action / comment: all co cuffed catheters undergo a four hour inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicate nature of the cuffs and handle the product with great care throughout the production process.

Event description:
Hosp reported that the tube kinked. No pt injury.